Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned for analysis.

Event description:
It was reported that the left ventricular (lv) lead dislodged into the proximal coronary sinus (cs) chronically. The lv lead was removed. Further pt evaluation with venogram indicated pt anatomy too challenging for lead placement. Consequently, the patient underwent a system modification to a non-crt system. No patient complications have been reported as a result of this event.